Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with two ecr60b cartridge reloads present. The cartridge reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic colon resection. The device did not fire staple line correctly. Completed the case with the same device. There was no adverse consequence to the patient. One device is being returned.